Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead had dislodged and exhibited failure to capture. The dislodgement was visualized with fluoroscopy imaging on the lv lead. Besides, the guidewire was stuck in the lead and unable to remove during the procedure. The lv lead is not used and replaced. The patient was in stable condition throughout the procedure.